Event description:
During routine testing, the user found that the unit would not complete the startup test sequence. There was no pt involved. Testing isolated the problem to a malfunction on the mother board assembly (590329). Neither the exact nature of the problem nor the cause of the failure could be determined. The event is not occurring more frequently or with greater severity than is usual for the device.